Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego connector where the customer reported air bubbles were introduced into the device despite aspirating. The tego was changed and the issue was resolved. Damage to the silicone rim was observed. The issue was noted during use on a patient during dialysis treatment. No medication was used with the product. The product was not reprocessed or re-sterilized prior to use. There was patient involvement and delay in therapy, but no adverse events, and no one was harmed in the reported event.

Manufacturer narrative:
D9 - date returned to mfg: 3/6/2025. One (1) used list# d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, a seal tearing was observed, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of damage silicone on rim is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.